Event description:
Related MFR reports: 1627487-2019-13721, 1627487-2019-13722 and 1627487-2020-03551. Additional information received identified the patient's dbs leads and extensions were replaced with new ones and the reported high impedance issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2019-13721, 1627487-2019-13722 and 1627487-2020-03551.